Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited ventricular noise alerts with high ventricular rate episodes and lead noise was also seen. Programming changes were made. There were no patient consequences reported.